Event description:
The MFR was notified on (B)(6) 2013 of a mitroflow valve (model lx, size 25 mm, s/n (B)(4)) that was explanted due to an endocarditis. As reported by the surgeon, the pt had an aortic root abscess, infected mitral and tricuspid endocarditis. Before the explant of the mitroflow valve, the pt was hospitalized for high fever and heart failure.

Manufacturer narrative:
Device evaluated by MFR. Device received for eval on (B)(4) 2013. Device history record review was completed. Morpho-histological analysis will be performed on the valve. Method - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release. Results: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as the device is currently being evaluated and no pt clinical history was provided.

Manufacturer narrative:
This mitroflow valve was explanted after 3 months due a reported valve endocarditis. Gross examination revealed a pliable bioprosthesis with massive thrombotic depositions on all leaflets. Histological analysis revealed inflammatory cells and gram-negative bacteria spread inside the thrombus depositions and in the pericardium. The pericardium appeared perforated due to the bacteria infiltration. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase, that reportedly also involved the mitral and tricuspid valves. The post operative clinical history includes blood culture positive for staphilococcus epidermidis. Pve infection is usually health care-related and occurs in 1% to 3% of patients in the first postoperative year of valve surgery. Pve is caused by coagulase-negative staphylococci in approximately 15-40% of the cases. S. Epidermidis is the most common organism associated with prosthetic valve endocarditis.

Event description:
The manufacturer was notified on september 4, 2013 of a mitroflow valve (model lx, size 25 mm, s/n (B)(4)) that was explanted due to an endocarditis. As reported by the surgeon, the patient had an aortic root abscess, infected mitral and tricuspid endocarditis . Before the explant of the mitroflow valve, the patient was hospitalized for high fever and heart failure.